Event description:
On may 21, we were made aware of a complaint that there was a kink noted in the cook sheath 14 frx30 cm check-flo that was reported into our quality department. We are not the manufacturer for the product in question. I am forwarding to you here the details for your knowledge, per 21 cfr part 803.22 ni. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).